Manufacturer narrative:
(B)(4). Additional information requested and the following was obtained: can you please follow-up with the appropriate personnel to determine how the device was removed from the duct when it would not release? Were the device jaws eventually able to be opened? The device was pulled off of the duct and the device did not open again.

Manufacturer narrative:
(B)(4). Date sent: 3/3/2017. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested but unavailable: can you please follow-up with the appropriate personnel to determine how the device was removed from the duct when it would not release? Were the device jaws eventually able to be opened?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clip applier got stuck on cystic duct and would not release. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n90j5m. The analysis results found that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned for analysis. Upon cycling, the instrument was noted to be empty and locked out and the orange indicator was found under-traveled. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.